Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The litigation alleges the patient was revised to address pain, weakness, and metallosis. Update 12/20/2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and metallosis. The srom stem was also revised, but there is no indication of product failure. While removing the stem the patient experienced some oxygen desaturations and a lma was placed. Post-operative evaluation indicated a small questionable pe. At this time there is no indication the implants contributed to the pe. The femoral stem will be added to the complaint and part/lot will be updated for the head and liner. The complaint was updated on: 1/9/2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:d10, h3, h1, h6(device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.